Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life illustrated in the black box with 17 counts drastic voltage drop leading to a cs 177 warning. The battery compartment was found to be undamaged. The returned battery cap¿s slot was damaged but the threads were undamaged and the battery cap was able to fit securely. The pump powered up to a 2 bars battery indicator upon start up using a new battery. The battery canister inspection revealed debris contamination in the battery terminal. The reported ¿short battery life¿ was duplicated. The ez-prime steps were performed correctly. All currents readings were within specification. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 12/14/2016 ¿ correction to serial #.